Manufacturer narrative:
Supplemental report is being filed since the results of investigation are available. Job router was reviewed without issue; service records were reviewed without issue. (B)(6) device passed all tests. An incorrect device was received for investigation. The correct sample for this complaint was not submitted for evaluation. Therefore, the reported condition could not be confirmed. There is no action taken at this time, but we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported device did not have audible alarm to alert staff when dressing was loose or when there was a leak. There was no injury or adverse event to the patient.